Event description:
The manufacturer received information alleging particles in tubing/chamber related to the CPAP device's sound abatement foam. User also reported having nausea, headaches, shortness of breath, dizziness, dry sinus, nosebleeds, dry sore throat, nasal/throat irritation or soreness. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging particles in tubing/chamber related to the CPAP device's sound abatement foam. User also reported having nausea, headaches, shortness of breath, dizziness, dry sinus, nosebleeds, dry sore throat, nasal/throat irritation or soreness. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of unknown contaminant on the front panel and an unknown dust contaminant to the bottom enclosure, blower, blower seal, and blower box, a keratin-like substance on the blower box outlet. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device was powered up and confirmed airflow. The manufacturer concludes there was evidence of contaminant on the front panel and an unknown dust contaminant to the bottom enclosure, blower, blower seal, and blower box, a keratin-like substance on the blower box outlet. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, g3 and h6 has been updated/corrected in this report.